Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 299 mg/dl at time of reporting. Nothing further reported.